Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and failed due to a cracked/damaged liquid crystal display. Functional testing could not be performed due to the condition of the receiver. Pictures were taken. The reported event that the receiver ceased to function was confirmed. A root cause was determined to be a damaged liquid crystal display.